Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. There were no observable defects. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm did not tighten and lock the device when the tightening knob was turned clockwise. Based the returned condition of the device and results of the investigation the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer worked in the beginning and one anastomosis was completed. For the second anastomosis, the device could not be stabilized. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. There were no observable defects.the knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm did not tighten and lock the device when the tightening knob was turned clockwise. Based the returned condition of the device and results of the investigation the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer worked in the beginning and one anastomosis was completed. For the second anastomosis, the device could not be stabilized. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
November 05, 2015 05:39 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer worked in the beginning and one anastomosis was completed. For the second anastomosis, the device could not be stabilized. A replacement device was used to complete the procedure. The hospital did not report any patient effects.